Manufacturer narrative:
Clarification to e.1. Phone number:(B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient into the tear trough, with 0.5ml per side of juvéderm® volbella® with lidocaine, and in the temple with 0.7ml per side, and in the pre auric with 0.8ml per side of juvéderm® voluma® with lidocaine, and in the back of jaw with 0.5ml per side of juvéderm® volux¿, and in the buccal with 1ml of juvéderm® volift® with lidocaine. The following day, the patient was called to check how it was going and patient said great except they had a bruise on lower cheek. Patient sent photo of blue mottled spider web appearing mark on pre auricular area. The following day, the patient went back, and occlusion suspected as cap refill sluggish. The patient was treated with (4 vials) hyalase given with good effect, then yellow healite led. The next day, the patient went back for a follow up and still slightly sluggish with 3-4 vesicles forming. The patient was treated with 3 vials hyalase given and followed by led. Given arnica cream to take home. Symptoms are ongoing.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5.

Event description:
Additionally: three days later the symptoms resolved.